Event description:
It was reported the colonovideoscope experienced error e315 when connected to the tower. The issue occurred during set up, before the patient was in the room. The error message went away after the contact points on the scope was cleaned and power cycled. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection as the customer was instructed by technical assistance support (tac) via phone to clean the contact points and the error message did not return. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.